Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received motor error as well as motor position encoder error alarm in the past event. Customer¿s blood glucose was unknown. Customer stated that drive support cap was sticking out. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during the prime test due to loose/protruded drive support disk. Unable to perform the occlusion and excessive no delivery test or verify motor position encoder alarm due to motor error alarm. The motor was tested outside of the device and passed.